Manufacturer narrative:
H4: lot manufactured between may 10, 2019 to may 12, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this event occurred during the unspecified date and month of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the seam of the bag. The leak was discovered during setup. There was no patient involvement. No additional information is available.